Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes pdt uniperc an unplanned trach change was needed due to a leak, issue appeared to be related to positioning of tube. It was reported the patient was intubated orally and trache tube removed. Then inserted a new 9.0 uniperc adjustable flange trache (checked for leaks prior to insertion) cuff pressure checked 32cm h20 pressure. Prior to this it was reported the trache stoma was made larger by trimming 3rd tracheal ring.